Event description:
It was reported that 2 days post operative of a lap gastric bypass w/roux-en-y procedure, pt suffered very high fever. A re-op was done and when the pt was opened the staple line had dehiscence. The staple line on the jejunostomy was recreated.